Manufacturer narrative:
No product information available at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic proximal jejunal bypass with sleeve gastrectomy, the device was unable to fire while being applied to the stomach. A new device was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the device was partially fired, there was poor staple formation and the staple line incomplete. Over sewed in order to fix staple line. Patient status: fine.